Manufacturer narrative:
The ge representative performed an on site investigation. A circuit board was reseated within the central processing unit. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to boot up. No report of patient injury.